Manufacturer narrative:
The customer provided units of measure for the e170 results previously provided. Tsh units, uiu per ml. Free t4 units, ng per dl, the investigation is on-going. If add'l info is received, appropriate notification will be provided.